Manufacturer narrative:
Inratio precision data provided by end-user lot: no available. First test inr = 5.7. Second test inr = 6.4. Mean = 6.05; sd = 0.49; %cv = 8.18%. The %cv is less than or equal to 20 %. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. No lot number was provided by the caller, so an investigation would not be possible.

Event description:
Caller alleged imprecision with inratio. Results as follows. First test inr = 5.7. Second test inr = 6.4.